Event description:
Meter was giving the not enough blood message. The pt was not able to test her blood glucose due to the meter issue and she went into a diabetes coma. The last time the pt was able to test on the meter was in 2005 and has had the meter for about a month. She was taken to the emergency room a week later due to low blood glucose since she was sweaty, cold, "on the floor" and could not speak. She was given glucose treatment. It is unk if the pt had attempted to test on the meter on the day of concern. There is no further info provided regarding the hosp visit (ER meter result not provided) or any info regarding the events leading to the symptoms and the ER visit. Her diabetes medication regiment is not provided. Two other issues with the meter were also reported: power issue, and an unk message issue. Both these issues were resolved with troubleshooting. The meter had turned on when the power button was pressed during troubleshooting. At the time of troubleshooting with the customer svc agent, it was determined that the pt's testing and cleaning techniques was not correct (use error). The pt's family member was cleaning the subject meter with control solution. The reporter was walked through a control solution test and it passed within range. Based on the info available at this time, this complaint if reported as an adverse event. Although there is insufficient info regarding the events leading to the hosp visit and the symptoms, the pt had experienced injury (diabetes coma) and was treated with glucose during the time she was unable to test on the meter.